Event description:
The lay user/ reporter called lifescan (lfs) in 2006, and alleged that her meter was prompting an apply sample message. According to the reporter, the patient was unable to test on her meter since seven days earlier. On two separate occasions, four days later (at 5:00pm) and next day (in the morning), the patient fainted. Prior to fainting, she experienced symptoms of shaking, sweating, dizziness, and a headache. The patient was given something to eat/ drink after both episodes of fainting and she felt better afterwards. The patient had eaten prior to fainting on both occasions. No medical attention was required. The patient contacted her physician later the same week as the fainting spells. The patient takes an oral diabetes agent and she continued to take her medication during the time that her meter was not working. The patient reported that the test strips were in good condition and the testing technique was correct. The meter issue was not resolved with troubleshooting. This complaint is being reported, as the patient was unable to test on her meter for four days and was unable to determine her blood glucose levels; she subsequently had two episodes where she may have been hypoglycemic. A replacement meter has been sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.